Manufacturer narrative:
(B)(4).

Event description:
It was reported that the merlin.net transmitter was burned up with no power after the storm took the power out. No patient was involved. The device was returned and replaced.